Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion.

Event description:
It was reported that the patient received inappropriate therapy by the implantable cardioverter defibrillator (ICD) device for misclassified detection. The device remains in use. It was also reported that the right ventricular (rv) lead was observed with suspected loss of capture and high threshold. The device was explanted and replaced, and the lead was capped and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.